Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02391 for the other associated device info. It was reported to boston scientific corporation that two resolution clip devices were used during an esophageal clipping procedure to fix an esophageal stent. According to the complainant, during the procedure, two clips would not close on the target site. Each time while using an increased amount of force to try to close the clip, the clip was deployed. The procedure was aborted because a third of the same device was not available. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Additional info provided by the site indicated that the clips were left inside the pt and are expected to pass naturally through the body without issue.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).